Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement; surgeon (B)(6), (B)(6) 2018. During the impaction stage of the pinnacle cup,the insertion handle broke - the metal end that is impacted by the mallet broke off during insertion. We opened another pinnacle insertion instrument to complete the insertion of the implant, there was no effect to the patient or implant. No delay to procedure.

Manufacturer narrative:
Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.